Event description:
It was reported that a flogard infusion pump experienced an f_38 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced at the customer site by a field service technician. Review of the alarm log identified the reported f_38 alarm. The cause was determined to be a damaged left force sensing resistor (fsr). The left tube misload sensor was replaced to address this issue. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.